Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon device check, the lead was noted with a polarity switch due to the pacing impedance dropping below the lower limit. No changes were made. The patient was stable.

Event description:
Additional information received noted that the lead was capped and replaced with a new lead on january 12, 2021. No patient symptoms were reported.